Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was also reported that the patient underwent fundoplication and repair of hiatal hernia (B)(6) 2008.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2004 and (B)(6) 2005 and mesh were respectively implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 due to sui. It was reported that following insertion the patient experienced pain, mesh erosion into the urethra, urinary retention, dyspareunia, nerve damage, scar tissue, fecal incontinence, difficulty voiding requiring catheterization, pelvic nodules, suture granulomas, pop, pelvic floor weakness and recurrent sui requiring a second implant on (B)(6) 2005. It was reported that patient underwent mesh revision on (B)(6) 2004 and (B)(6) 2005 due to erosion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.